Event description:
Patient had revision of zirconia ceramic head and enduron poly liner, due to what the surgeon described as excessive poly debris generation of a particle size detrimental to bone density integrity.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.